Manufacturer narrative:
A customer reported obtaining a lower than expected, non-reproducible phenytoin (phyt) result from a single patient sample using vitros phyt slide lot 2627-0194-4131 processed on a vitros xt 7600 integrated system. The definitive cause for the event could not be determined historical vitros phyt quality control results using non-vitros biorad quality controls and a vitros phyt within-run precision test indicated vitros phyt slide lot 2627-0194-4131 was performing as intended and did not likely contribute to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros phyt slide lot 2627-0194-4131. A diagnostic vitros crbm within-run precision test, used to assess instrument performance was not performed, therefore, a performance issue with the vitros xt 7600 integrated system cannot be completely ruled out as contributing to the event. However, since historic vitros phyt quality control results and a vitros phyt within-run precision test were acceptable, an instrument-related performance issue did not likely contribute to the event. Finally, the affected sample was not centrifuged according to the collection device manufacture's recommendations, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor. It is likely cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected, non-reproducible phenytoin (phyt) result from a single patient sample using vitros phyt slide lot 2627-0194-4131 processed on a vitros xt 7600 integrated system. Patient sample vitros phyt result of 56.7 umol/l vs. The expected vitros phyt result of 85.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros phyt result was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).